Event description:
It was reported that the tibial articular surface provisional fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned tasps found signs of repeated use and a fracture on the medial side. Gouge marks and dents were noted which is indicative of repeated use. The part was manufactured on january 19, 2014 with a potential field life of two years and 10 months and an unknown frequency of use. Review of the device history records and receiving inspection report identified no deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.